Manufacturer narrative:
(B)(4). Initial report sent to FDA on 11/11/2010. (B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: the stapler did not fire normally across the lesser curve of the stomach. The tissue was mildly thick. The stapler appeared to fire normal, but when removed, a large bleeding hole in the remnant was seen. They were unable to control with re-stapling using a larger load or hand sewing. This required resection of 1/3 of the stomach, a procedure which would usually not have been done. Procedure: laparoscopic roux-en-y gastric bypass.